Manufacturer narrative:
This event has been treated in (B)(6). As the defective units were not available for inspection and the units from the archives of samples were free of defects, it was not possible to determine the root cause of the claimed defect.

Event description:
Two incidents were reported regarding 5-fu using dosi-fuser. In both cases; the chemo was found to be leaking through the dosi-fuser. These incidences did not reach the designated patients as they were discovered by the infusion nurse at the clinic prior to administration.